Manufacturer narrative:
Patient initials ¿ (B)(6). Report is for an unknown end cap. UDI: part number unknown, lot number unknown; UDI unknown. Original implant date: (B)(6) 2014, exact date unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was initially treated and operated on for a left distal tibial shaft fracture in approximately (B)(6) 2014. A tibial nail was implanted at that time. On an unknown date, a non-union was noted; it was unknown if x-rays were taken or if the patient experienced any symptoms. The patient underwent surgery for a revision and removal of all hardware. The nail and end cap were intact, four (4) broken screws were found and all fragments removed (4 mm locking screws). The patient was revised to a larger synthes cannulated tibial nail and four (4) screws, along with bone graft and infused synthetic biologic (non-synthes). The surgery was completed successfully without time delay. Revision was on (B)(6) 2015. There was no surgical delay reported. This report is for an unknown end cap. This is report 3 of 3 for (B)(4).